Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Aneurysm and vessel morphology were not reported. It was reported that the patient presented with a cold left leg approximately four weeks ago. This was the contralateral side where the stent graft had initially been extended into the external iliac artery covering the internal iliac artery. Thrombus was seen in the entire left limb up to graft flow divider. A circumferential layer of thrombus (few mm thick) was also seen around the entire 5cm length of the endurant main body. Thrombus was removed from the left limb, but the thin layer of thrombus around the main body could not be removed. The physician then elected to re-line the main body with a 16x124 and 16x82 grafts extending from the top of the bifurcated stent graft into each limb to prevent additional embolization. The patient tolerated the procedure well and is doing fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (thrombus formation with the entire stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (thrombus formation with the entire stent graft).